Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
It was reported that a patient received discrepant results when testing with an unknown coaguchek meter (serial number unknown). A sample from the patient was tested using the meter, resulting in a value of 3.8 inr. Within 4 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 2.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr.